Event description:
Post-procedure infection: endophthalmitis. Patient with known central retinal vein occlusion (crvo) and macular edema on chronic intravitreal eylea injection therapy developed post-injection endophthalmitis in the right eye. Patient received usual intravitreal injection of eylea 2mg od on (B)(6) 2025. Injection procedure was without complication. The following day developed pain and decreased vision prompting a visit to the mercy ed. On examination she was noted to have significant intraocular inflammation and markedly reduced vision concerning for acute endophthalmitis. She was taken urgently to the operating room on (B)(6) for vitrectomy/vitreous biopsy (bx) + intravitreal injection of abx(antibiotics). Cultures grew streptococcus mitis group. Endophthalmitis represents a rare but serious complication of intravitreal injection with potential for significant visual morbidity.